Manufacturer narrative:
The insulin pump had no button error alarm. The insulin pump had no button response due to corroded keypad trace. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they received a button error alarm. The customer's blood glucose was 426 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.